Event description:
I had the spracc bladder suspension surgery done in (B)(6) 2005, then three surgeries later was told that my body was rejecting the mesh. Just recently, I came across a website where they were talking about mesh complications. That's why I am submitting this. I guess I am beyond the statute of limitations to file any law suit. I would have thought that my doctor would have told me about the product problems before. I was back last year ((B)(6) 2010) removing more of the mesh and I believe I will be going again in the next couple of months as I am feeling more.